Event description:
It was reported that the patient underwent a revision procedure due to the device didn't cycle properly with an ambicor penile prosthesis (app). The app was explanted and a new inflatable penile prosthesis (ipp) was implanted.